Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had failed to extend appropriately and the rv lead exhibited high pacing impedance measurement. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.